Event description:
It was reported that device issues occurred resulting in unretrieved device fragments and additional surgery. The target lesion was located in the calcified posterior descending artery. The lesion was first dilated with 1.20- and 1.50-mm compliant balloons. A 2.00mm x 15mm emerge balloon was then advanced and inflated, but the balloon ruptured, became entrapped and a separation from shaft occurred near the right coronary artery complicating removal. A non-boston scientific guidewire was advanced and a 1.20 mm balloon was inflated distal to the emerge. A guidezilla was also introduced, but retraction of the device fragment remained unsuccessful. 190 mm of the device remained in the body. The patient was transferred to another hospital for surgery and admitted to the hospital beyond the standard of care.

Manufacturer narrative:
Media was provided and showed a stretched and detached midshaft confirming the reported allegation of shaft break.

Event description:
It was reported that device issues occurred resulting in an additional surgery. The target lesion was located in the calcified posterior descending artery. The lesion was first dilated with 1.20 and 1.50 mm compliant balloons. A 2.00mm x 15mm emerge balloon was then advanced and inflated, but the balloon ruptured, became entrapped and a separation from shaft occurred near the right coronary artery complicating removal. A non-boston scientific guidewire was advanced and a 1.20 mm balloon was inflated distal to the emerge. A guidezilla was also introduced, but retraction of the device fragment remained unsuccessful. 190 mm of the device remained in the body. The patient was transferred to another hospital for surgery and admitted to the hospital beyond the standard of care. It was further reported that the device was removed after surgery, and the patient was stable post procedure.